Event description:
A stryker cross cut fissure bur 1.2 was used to drill the initial cut in left iliac crest. The surgeon commented that the bur looked short but continued to use the bur. Then asked for a different bur. After checking with a new bur, (same size), it was noted that the first bur had broken. Staff was not sure if the bur was broken prior to using or after using. X-ray of the left iliac crest was taken and repeated. X-ray was negative for broken bur.